Event description:
Patient presented to the surgeon with pain. Patient had revision surgery to remove triathlon knee implants, surgeon states for infection. Knee was debrided and irrigated. New implants were cemented in.

Event description:
Patient presented to the surgeon with pain. Patient had revision surgery to remove triathlon knee implants, surgeon states for infection. Knee was debrided and irrigated. New implants were cemented in.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400, lot # s7h6f, description: triathlon prim tib baseplate - cemented; cat # 5517-f-302, lot # s7chm, description: triathlon p/a cr beaded #3r; cat # 5551-g-320, lot # krkx, description: triathlon asymmetric x3 patella. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The tibial insert shows wear patterns, slight discolourisation and gouge marks consistent with normal clinical use and subsequent removal from the baseplate. The event was not confirmed. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.